Event description:
Related manufacturer¿s report #2916596-2021-01642. It was reported that the patient had a green liquid was observed emanating from the white power cable in the patient's system controller and driveline connector, specifically at the junction of where the white controller connection would connect to another power source. There were no alarms or parameter changes with this observation and the pump and its periphery operated as intended and designed. The patient presented to the hospital on (B)(6) 2021 with green fluid leaking from the driveline. The controller was subsequently exchanged. It was recommended that if fluid was seen coming out of the modular cable portion of the driveline that the modular cable be exchanged as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed with the returned system controller (serial # (B)(6) ). Visual inspection revealed green fluid within the bulkhead connector and it was coming out of the power cables. The outer insulation on the power cables were stripped, which revealed the green/blue fluid underneath. After disassembling the device, the green/blue fluid appears to have entered the housing from the power cables. The green/blue liquid then exited through the bulkhead connector. The green/blue liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. Incidental findings: the device did not pass section 7.1 of the functional test procedure. The measured value indicated beginning stages of conductor breakdown within the power cables. The additional finding did not result in any unexpected alarm. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 22sep2017. No further information was provided. The manufacturer is closing the file on this event.